Manufacturer narrative:
Concomitant products: product ID 3778, lot# va08a9h022, implanted: (B)(6) 2013, product type lead; product ID 3778, lot# va08a9h011, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported at implant the impedances were measured at greater 10 ,000 ohms, greater than 20,000 ohms and possibly greater than 40,000 ohms but was not 100% sure if that¿s what was shown. It was known that the impedances were high. The impedances were retested with the 8840, ins and leads which measured at greater than 20,000 ohms. The patient was feeling stimulation. Stim response was tested at: 6.3v, 450 pw and 20 hz. The health care provider did remove both of the leads, wiped it off and reinserted a couple times. The patient¿s incision was closed. It was confirmed that the high impedances resolved post op. No diagnostics or interventions were performed. The patient was doing well.